Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient cut his driveline cable in a moment of frustration. He was admitted to the hospital, but he refused a pump exchange and made himself a dnr. The patient expired days later at home. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including death, have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event.

Event description:
It was reported by the (B)(6) study that this non-compliant male subject with history of depression and anxiety reported some low-flow alarms on his ventricular assist device (vad) intermittently beginning (B)(6). He denied signs or symptoms of bleeding and was encouraged to drink enough water to stay hydrated. Over the next few days, alarms occurred occasionally, per his wife, more when he was "stressed or angry". The evening of (B)(6), his wife called again, very emotional due to subject being so "stubborn". He refused to talk to the vad coordinator but he denied dark stools. He was refusing to come in, but coordinator urged him to call if he wanted treatment. On (B)(6) 2015, his wife called vad clinic in a panic because subject had purposefully cut his driveline in half with a pair of scissors. Vad was alarming and subject was awake and alert. He told spouse not to call emergency medical services (ems), however vad coordinator urged her to do so. Subject was transported via helicopter to this facility where he was told because of non-compliance, he was not a candidate for lvad replacement. He stated he had no suicidal ideations, but he was tired of living like this, with the ongoing infection and the vad itself. He cut the line in a moment of frustration. Palliative was consulted, subject made himself a do not resuscitate (dnr), comfort measures only. Although he is alert, he probably only has hours to days remaining. He remained in the hospital overnight, more for ease of travel, and was discharged home with hospice on (B)(6) 2015. Once home, subject refused both hospice and home health. He died on (B)(6) 2015 at home.